Manufacturer narrative:
An event of explant due to calcification and aortic valve stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The exact cause of the reported incident could not be conclusively determined. The reported surgical intervention and hospitalization was a result of case-specific circumstance as the patient was admitted and the device explanted.

Event description:
It was reported that on (B)(6) 2020, a 25mm trifecta valve was implanted for severe aortic stenosis and worsening mean aortic valve gradient. On (B)(6) 2024, the patient had bioprosthetic aortic valve stenosis. The 25mm trifecta valve was explanted and a 25mm non-abbott valve was implanted. The explanted valve had heavy calcifications and leathery appearance. The patient was reported stable. Further information was not available.